Manufacturer narrative:
Patient gender, date of birth, and weight are being provided.

Manufacturer narrative:
Additional description was added to this report to specify the potential for aro. (B)(4).

Event description:
During preparation for use, a 14f glidelight device was opened from the packaging and the handle of the device was noted to be broken with wires exposed. The device was not used; another device was opened and the procedure was completed with no patient harm. This event is being reported due to the potential for inadvertent exposure to laser energy/radiation.

Manufacturer narrative:
Patient date of birth, age, sex and weight unavailable from facility. Device evaluation: during the evaluation, it was determined that the tail tube was disconnected from the device. It appeared that there was a lack of adhesive to the device.

Event description:
During preparation for use, a 14f glidelight device was opened from the packaging and the handle of the device was noted to be broken with wires exposed. The device was not used; another device was opened and the procedure was completed with no patient harm.